Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported scratches on the display screen of his insulin pump. The customer's blood glucose was 132 mg/dl. The customer could not recall how the damage had occur. The customer also stated the insulin pump was functioning as designed but it was hard for him to read. Customer was advised to disconnect from the insulin pump and revert to a back-plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).